Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 185mg/dl. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on 04/05/2017, a back to back blood test was performed by the customer fasting and produced test results of 146 and 139mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. (B)(6). Customer called in reporting high results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4)..

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 185mg/dl. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (b)(46 2017, a back to back blood test was performed by the customer fasting and produced test results of 146 and 139mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is 03/19/2017. The meter memory was reviewed for previous test result history: the 119mg/dl (B)(6) 2017 01:23 pm fasting: yes, the 128mg/dl (B)(6) 2017 07:27 pm fasting: yes, the 164mg/dl (B)(6) 2017 11:46 pm fasting: yes, the 140mg/dl (B)(6) 2017 05:20 pm fasting: yes, the 185mg/dl (B)(6) 2017 09:08 pm fasting: yes. Customer called in reporting high results.